Event description:
Enamel down-to-dentin on a lower left bicuspid tooth was removed when an orthodontic metal bracket spontaneously debonded. The orthodontist had no info on how the debonding occurred but stated it may have occurred while pt was eating.